Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify motor position encoder error alarm due to motor error alarms.

Event description:
Customer reported via phone call that the insulin pump had a recurring motor error alarm. Blood glucose level at the time of the incident was 205 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed/declined troubleshooting. Customer was able to clear the alarm and was able to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.